Event description:
Customer states that he did not receive his meter as it was delivered to an improper address. He borrowed his friend's freestyle freedom meter to test and received a reading of "hi" (a meter reading of "hi" is any reading above 500 mg/dl). His friend drove him to a local hospital where he was diagnosed with hyperglycemia and given insulin. He also reports drinking "ten cups of water" and staying " several hours until blood sugar came down." There was no report of death or mistreatment in this case.

Manufacturer narrative:
A replacement product has been sent to customer. This is a final report as no product is expected to be returned as the event is related to a delivery issue.